Event description:
It was reported that the device accuracy was out of range. The event occurred while preventive maintenance testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. D9: date returned to mfg 5/15/2024. One device was returned for analysis. Visual inspection showed a bubbled downstream occlusion seal. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the expulsor. As a result, the expulsor assembly was replaced. A history review identified there was no indication that the complaint was related to a service of the device within the review period.